Manufacturer narrative:
The customer did not request service for the system. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient's capsule broke during irrigation/aspiration of a cataract procedure. There was no vitrecomy performed. Minimal vitreous entered the anterior chamber. The planned intraocular lens was not implanted, it was replaced with an alternate model.